Manufacturer narrative:
The customer indicated that the devices were discarded. A representative device was received for evaluation. Investigation is not complete. This report represents all the info known by the reporter upon query by hospira personnel.

Event description:
Upon further query the following info was provided that indicated a general report of an unspecified number of undocumented incidents of the float valves in the solusets that remained in the open position. The solusets were to be used to deliver unspecified volumes of solution during perioperative fluid administration by anesthesia personnel. During visual examination at the user facility prior to patient use, it was noted that the float valves in the solusets were stuck to the sidewall of solusets. It was reported that despite various mechanical attempts to get the float valve to close, the float valves remained stuck to the sidewall of the solusets. Though requested, no add'l info was provided.